Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit powers off when attempting to charge defibrillation energy. The complainant indicated that there was no patient involvement in the reported malfunction.